Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was over 600 mg/dl and corrective boluses were delivered to address the high bg. The customer thought that stress may have been the cause of the high bg; however, was unsure. A pump system check was performed and no device issues were identified. The customer had changed out the infusion set site earlier in the day and declined to remove it during troubleshooting. As the bg level had not lowered after the correction boluses were delivered, the customer disconnected from the pump and reverted to using insulin injections to manage diabetes. The customer went to the emergency room (ER) due to the high bg and was treated with 5 units of insulin via insulin injections. The customer left the ER with an approximate bg of 300 mg/dl and the next day the bg level was 128 mg/dl. The customer was to use insulin injections to manage diabetes and was to be meeting with a clinical diabetes specialist to discuss the high bg event.